Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4). Hoya due diligence is documented under internal (B)(4). "Adhesion of cells" is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Iol and injector were returned. One haptic damaged near the root was not returned. Multiple scratches were noted on the bc of the optic near the root of the damaged haptic. No abnormalities were found in the production and inspection records of the product. (Serial no.: (B)(6); model: ya65bb). Per surgeon's information it was possible there was bleeding on the vitreous side that dissolved and adhered to the lens. Yag and backflushing were ruled out and the lens was explanted. Hematoxylin staining indicated ome kind of protein adhered to thesurface. Methyl green staining was also done, but was inconclusive. The cells were soaked in bss for a long time (poor preservation), so there are no more cellular components adhering to the specimen. It was noted that the medical history of the patient includes subretinal hemorrhage and vitreous opacity. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Post-operative complications: surgery date: (B)(6) 2023. The doctor explanted the iol since some adhesive wasobserved on the optic 6 days after cataract surgery. The medical history of the patientis subretinal hemorrhage and vitreous opacity. Patient impact: post-operative explantation.